Event description:
It was reported by svc report that the restraints were torn with wear and small cuts. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Restraint straps.